Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after fourteen years and eight months post filter deployment, CT showed pieces of fragmented ivc filter in the right base of right ventricle. Two months later, a CT demonstrated that the filter was tilted and the hook was likely endothelialized. Approximately fifteen years post deployment, the patient was scheduled for filter removal. After multiple attempts, the ivc filter was removed. A CT performed on the same day showed embolized ivc filter strut in the sub segmental branch of right lower lobe. Therefore, the investigation can be confirmed for filter tilt, limb detachment and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc. Although a definitive root cause could not be determined, the following contributing factors like filter tilt and the endothelialized hook could have potentially contributed to t he reported event. Labeling review: the current IFU (instructions for use) states: potential complications: filter fractures are a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment utilizing endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae. Perforation of other acute or chronic damage of the ivc wall. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated the ivc. It was further reported that detached limbs are in the right ventricle and lung. The device was removed percutaneously; however, the detached limbs have not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.